Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy electrodes. The patient described the irritation as the "size of the palm of her hand, red, and itchy with bumps". There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her the irritation was eczema and prescribed a cream. Follow up indicated that the cream is helping the skin irritation improve.